Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon fell apart leaving a piece of pledget inside her vaginal cavity. She reported the piece of pledget came out of her body a week after her menstrual cycle. The piece of pledget had a foul odor and was greenish in color. She stated she experienced abdominal cramping and occasional spotting between cycles. She has not sought medical attention and did not experience any adverse health effects.